Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had infection. Reportedly, the patient developed cellulitis surrounding the implant site. The field representative validated that the patient presented to the hospital with redness and pain. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.